Manufacturer narrative:
The event of ipg pocket revision due to pain at ipg site was reported to abbott. The ipg pocket was relocated. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that the patient's scs ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient experienced pain at the ipg site due to their belt going across the ipg location. The patient may undergo surgical intervention wherein the ipg will be moved to address the issue.